Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as ¿noticed liquid under the cycler¿. It was further reported that when the cassette was removed, solution was leaking out of one side. This occurred during set up of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with naked eye, and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed, with no issues noted. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.